Event description:
It was reported that the patient came home from the hospital on friday, (B)(6) 2020, following shoulder surgery. The patient stated that at 7:30 p.m. On (B)(6) 2020, he noticed moisture in the tubing and that all lights were illuminated on his pico 7. The patient believes that the moisture development is possibly due to the fact that he has been "washing his hands a lot". He also had taken a shower since arriving home but did detach the device and leave it in the bedroom while in the shower. The patient is concerned that he could lose his arm due should he develop infection. No additional information available at this time.

Manufacturer narrative:
The device used in treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. As the product was not returned physical inspections and evaluations could not be undertaken. Review of complaint history found further similar instances. At this time there are no indications to suspect that the device failed to meet manufacturing specifications upon release into distribution. The investigation into your complaint is now complete and has been recorded as: insufficient information to determine root cause. Potential causes for the issue experienced are:- - when showering the tubing attached to the dressing was not facing down, causing water to enter the tubing it was reported that all indicator lights were illuminated. This means that the device entered a non-recoverable error state. If the pump does enter an error state, it must be replaced. This is a patient safety feature. As no manufacturing, material or design issues were identified, no further investigation or additional actions are required at this time. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.